Event description:
On an unknown date, a patient in belgium underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced the internal fixation plate in the gastric wall and a surgical type action will be needed with a tubing replacement.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper syndrome is a known complication of a peg- j tube placement. Code of 4581 was chosen to capture the event of buried bumper syndrome. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.